Event description:
New information received notes that no patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a false pause episode due to undersensing. Upon review, it was noted that there were r-waves that were not marked. Testing and programming changes were discussed. Evaluating the pocket to ensure that the device is not moving within the pocket was also discussed. No further information was available.